Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the complaint involves a tulip filter that deployed prematurely. Despite early deployment, the physician was satisfied with filter placement although it was 'a little low' and the filter stayed in situ. No patient harm was reported. No product was returned for device failure analysis and it is therefore not possible to determine if there was any malfunction of the device. However, based on the image evaluation under the impression section, two likely causes for early deployment are provided: one is that the grasping hook became detached from the hook of the ivc filter while being unsheathed. Another possibility, is that early deployment occurred during preparation. After the filter hook is engaged with the grasping hook of the introducer, the grasping hook needs to be locked in place, to avoid inadvertent releasing of the ivc filter within the protection sheath. This is accomplished by engaging the red safety button on the deployment handle. If the protection sheath is advanced over the ivc filter, the grasping hook can become disengaged from the ivc filter hook if the release button is inadvertently pressed at this time. The device is shipped with instructions for use and states to secure the lock on the jugular introducer handle by pushing the red knob on the back side. The only way to avoid early deployment is to follow the IFU exactly and engage the red safety button prior to sheathing the ivc filter in the protection sheath. The device history record was reviewed with no evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) PMA/510(k) k172557. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Physician reported: "I have never seen this happen before, I went to unsheath it and it just deployed. The safety wasn't even released". Filter ended up being a little low, but physician was ok with where it ended up." The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.